Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment of static impedance with the device, but it was noted that the patient connector pins of the device were disturbed. The device was sent to the manufacturer for repair and restock. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer had static impedance on the right ventricular (rv) channel. The analyzer has been returned for repair. No patient complications have been reported as a result of this event.